Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. The material has been duly tested and is in compliance with the established standards. The DHR of the material is evaluated, which shows that the material was produced and released in compliance.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that students from a school of dentistry claim to have had an allergic reaction to the jeltrate reg dustless 410 gr. Reportedly, their symptoms included small blisters in the mouth, cheek and burning after being used in a practical procedure in class.